Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the catheter was bent and the balloon portion of the device was not returned. The balloon was noted to be separated from the catheter and just a little part of the balloon was returned with the catheter. Additionally, the wire had a mechanical cut in the distal side. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in three sections; distal, medium, and proximal. The three sections were within specification. This failure is likely due to factors encountered during the procedure, such as interaction with scope or any other surface during the procedure inside of the anatomy could create friction on the balloon, causing the problem found of balloon detached during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
Boston scientific corporation received a cre fixed wire dilatation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon detachment.